Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of unit shut off service required on screen. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre and observed the pca burn, iso port, outlet seal contaminated and scratched display. The customer complaint was reproduced. There was no errors has been identified. The device was scrapped.